Event description:
It was reported that this implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate shocks. It was noted the patient's ejection fraction has improved. The device was electively programmed off and further follow-up will be discontinued. No adverse patient effects were reported.